Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the instructions for use (IFU), gw, h-t ptca-pta, states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. The reported event stated there was resistance felt and force was applied, which likely caused or contributed to the reported material separation, break, stretch and entrapment of device. The noted resistance appeared minor, which may or may not have provided a clear indication to stop. Based on the information provided, the investigation was unable to determine a cause for the reported break, separation, stretch and entrapment. It is possible, the wire was prolapsed, and the tip of the wire was jailed by the stent during the stenting process. The unexpected medical intervention, the embedding of the device, and hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, during a coronary intervention to the circumflex, intermediate and left anterior descending (lad) coronary arteries, a balance middleweight universal ii (bmw) guide wire was used. After stenting the lad, the guide wire was retracted back with some minor resistance. More force was applied, and it felt like the wire released. It was then noticed that the wire coil had become unraveled and that the tip of the wire was stuck to the stent strut. Unsuccessful attempts were made to free the wire. It remained stuck, so it was intentionally separated so that most of the wire could be removed. On (B)(6) 2021, the patient was brought back to the cath lab. The wire fragment was observed, and it was decided to stent over the fractured portion to pin it up against the vessel wall. No additional information was provided.